Manufacturer narrative:
Block b3: exact date unknown, event occurred in march 2025. Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: unk, batch: unk. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) was reported to be experiencing suboptimal stimulation, resulting in a worsening of their tremors. Diagnostic imaging revealed fractures in the extension leads. A revision procedure was subsequently performed to explant and replace the damaged extensions. The patient remains hospitalized recovering and is receiving intravenous antibiotics for a two-day course.